Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the exact surgical procedure being performed? Was the device being used on the main branch of pulmonary vein? What was the approximate width of the compressed vessel? Can it be confirmed that the entire width of the compressed vessel proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Were the tips of device visible during firing? Does the surgeon wait 15 seconds prior to firing? Was any issue noted during the firing of device? Were any staple formation issues identified? Was a complete staple line seen on the vessel? Were blood products required? Were any surgical clips used in vicinity prior to device firing? What is the current patient status?

Event description:
It was reported that during a vats procedure that the surgeon was using pve35a (powered vascular stapler) with vasecr35 load. Surgeon claims that after he fired the stapler on the pulmonary vein that the staple line did not hold on the proximal and distal edges of the staple line as well as in the middle of the staple line. The surgeon then had to convert from a vats procedure to an open procedure to get control of bleeding by suturing the vein. There were no adverse consequences for the patient. No device will be returned.